Event description:
On (B)(6) 2022, it was reported by a facility nurse via medwatch mailed in letter that an ar-5068-45l suturelasso sd shaft broke into two pieces inside the patient. This was discovered during an arthroscopic labrum repair of right shoulder on (B)(6) 2022. At this time, it is unknown if the broken fragments were retrieved from inside the patient. Lot number is also unknown, no further information has been provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.